Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed the middle-of-life 2 (mol2) battery status earlier than expected. The monitoring voltage was reported to be 2.53 volts and the charge time was 11.5 seconds. It appeared that the device had been programmed with higher outputs at implant, but since early 2005 had been programmed with lower outputs. A guidant technical services consultant discussed the possibility of premature battery depletion of an unknown origin.